Event description:
Per customer, two patients reported burns, which were a delayed reaction to follow-up ipl treatments at the usual settings. One patient had first degree burns (no medical intervention) and one patient had blisters (infer second degree burn) for which prescription medication (dexamethasone steroid cream) was given. Per the customer, the system appeared to have recognized a filter that was not installed in the treatment head. For instance, when the 640 nm filter was installed in the treatment head, the system recognized the calibration filter. On another occasion, with the 590 nm filter installed, the system recognized the 560 nm filter instead. Also there was a leakage error with no apparent water leaks.

Event description:
Per customer, two patients reported burns, which were a delayed reaction to follow-up ipl treatments at the usual settings. One patient had first degree burns (no medical intervention) and one patient had blisters (infer second degree burn) for which prescription medication (dexamethasone steroid cream) was given. Per the customer, the system appeared to have recognized a filter that was not installed in the treatment head. For instance, when the 640 nm filter was installed in the treatment head, the system recognized the calibration filter. On another occasion, with the 590 nm filter installed, the system recognized the 560 nm filter instead. Also there was a leakage error with no apparent water leaks.

Manufacturer narrative:
Results - the ce was not able to duplicate the reported filter recognition problem, and the device passed operational and safety checks. Customer reported on 10/25/2006 that the filter misrecognition had recurred. On the second visit, the ce was able to duplicate the filter recognition problem. The customer replaced the ipl treatment head at the recommendation of lumenis. Conclusions - the suspect ipl treatment head was forwarded to the manufacturing facility for evaluation. Additional investigation is needed to confirm the relation of the device malfunction to the safety incidents. If the additional investigation results in substantial new findings, a follow-up MDR will be filed.